Event description:
As reported, prior to use for a retrograde intrarenal surgery (rirs), an ncircle delta wire tipless stone extractor's basket failed to close in a preoperative test. The device did not make patient contact. Another same type device was used to complete the procedure. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: postal code: (B)(6). G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to use for a retrograde intrarenal surgery (rirs), an ncircle delta wire tipless stone extractor's basket failed to close in a preoperative test. The device did not make patient contact. Another same type device was used to complete the procedure. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures. A visual inspection and functional test of the device were conducted during the investigation. One device was returned in open packaging with the label. When the handle was actuated, the basket would not close. No damage to the device was observed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other related complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU does not provide any information related to the reported issue. Based on the available information, cook has concluded a cause for the issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.